Event description:
It was reported the demand sensitivity of the epg (external pulse generator) tested out of specification. The epg was returned for repair. No information was received indicating patient involvement.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): analysis could not confirm the reported event, the device passed all functional testing. Analysis did find that the upper and lower cases were broken, the side bail covers were broken and the ring cover was contaminated.